Event description:
The customer reported that the jaws could not be re-opened towards the beginning of a gastrectomy. The site contact was unable to provide add'l details regarding the device and incident. The surgeon opened another device in order to successfully complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.